Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features was evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 rm system (model# m-5830-01, serial# (B)(4)). Smartablate generator (mode# m-4900-07, serial# (B)(4)). Smartablate pump (model# m-4900-08, serial# (B)(4)). Decapolar catheter (model# d-1263-07-s, lot# 17614510m). Soundstar catheter (model# m-5723-17). Preface sheath (model# 301803m, lot# 17578325). Smartablate pump tubing (model# d-1320-01-s). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, a tamponade occurred. A pericardiocentesis was performed and yielded 200 cc of fluid from the pericardial space. Patient remained stable throughout the procedure. Patient will be transferred to the coronary care unit for observation. Physician did not provide a causality opinion. It was also reported that prior to the procedure, a bubble error occurred with the smartablate tubing. Troubleshooting was unsuccessful. Tubing was replaced and the issue resolved. The risk to the patient is low; therefore this issue is not MDR reportable. Multiple attempts have been made to obtain clarification to this complaint. No further information has been made available.